Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis noted that the outer conductor had been melted approximately 60mm from the terminal pin. Based on the characteristics of the damage, it was determined that it was consistent with induced electro-cautery damage. A silicone repair sleeve was returned on the lead, located approximately 53-77mm from the terminal pin. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was explanted due to unknown reasons. Subsequently this lead was successfully replaced. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right atrial lead was explanted due to unknown reasons. Subsequently this lead was successfully replaced. This lead was returned for analysis. No additional adverse patient effects were reported.